Manufacturer narrative:
Since the subject device was discarded and not returned for evaluation, the referenced phenomenon could not be confirmed. Since the lot number of the subject device was unknown, the manufacturing records were reviewed retrospectively for one year from the delivery date, without any abnormality possibly related to the referenced phenomenon. It is surmised that the pipe fractured because stress that exceeded the durability of the device was applied to crush the calculus. A size and hardness of a calculus are among the factors that may cause excessive stress. Deformation of the basket was most likely caused by the stress applied upon crushing the calculus. Besides, since there was no abnormality found in the manufacturing history, the subject event was determined to be caused by user handling, but not device malfunction. As described in the instruction manual, this device is not designed to be capable of crushing all calculus. Consequently, the pipe or basket wire may break and part of the lithotriptor may remain in the body. Different parts of the device break depending on the situation such as the shape of a calculus, bending shape of a coil sheath, etc. If lithotripsy is required to be repeated in a single case, make sure to check each time that no abnormality is found in action and/or appearance (e.g. Basket wire cut or worn, notable coil sheath bent or gap etc.). Device discarded by user.

Event description:
Olympus medical system corp. (Omsc) was informed that during crushing a calculus in the bile duct with the bml handle, the connection part of the operation wire and operation pipe broke. Since the lithotriptor ((B)(4)) was not available at the user facility, a loaner device from olympus sales branch was used, but the calculus was not able to be crushed. Because the pipe was fractured in the proximal end and could not be removed, the procedure could not be continued. An enbd tube was placed and the procedure was aborted. The wire left in the patient body was removed in an open surgery. The surgery was successfully completed, and it was verified that the patient outcome was good.